Event description:
It was reported that the coil was unable to retract during repositioning and detached unexpectedly. The embold packing 60 detachable coil system was selected for triple a endoleak embolization. During coiling of aneurysm sac (endoleak), the physician repositioned the coil to a different part of the aneurysm; however, it would not move while attempting to push forward. They attempted to pull coil through microcatheter without success, and the coil prematurely detached. The coil was partially deployed in the intended position, but a large part of the coil was unraveled and retained in the inferior mesenteric artery (outside of the intended location), where they attempted to remove with a snare unsuccessfully. Procedure was not able to be finished. No patient complications.

Manufacturer narrative:
Device eval by manufacturer: this embold packing 60 detachable coil system was returned and analyzed. Visual examination revealed only a small portion of the detached coil received. The wedge lock and introducer sheath were removed at the customer site and was not received. The device was received with the perforations intact. Microscopic examination inspection of the device revealed the coil was stretched/detached from the distal coupler weld with couplers undamaged still locked via pull wire. Analysis confirmed damage consistent with difficulties advancing or withdrawing the device.

Event description:
It was reported that the coil was unable to retract during repositioning and detached unexpectedly. The embold packing 60 detachable coil system was selected for triple a endoleak embolization. During coiling of aneurysm sac (endoleak), the physician repositioned the coil to a different part of the aneurysm; however, it would not move while attempting to push forward. They attempted to pull coil through microcatheter without success, and the coil prematurely detached. The coil was partially deployed in the intended position, but a large part of the coil was unraveled and retained in the inferior mesenteric artery (outside of the intended location), where they attempted to remove with a snare unsuccessfully. Procedure was not able to be finished. No patient complications.